Event description:
A communication error occurred during surgery. The field service engineer had sent the arm to the trajectory and the surgeon moved it into place on the head. The surgeon drilled once with a small diameter drill bit, and then as he was switching out to a larger size drill bit and no one was moving or touching the arm, the robot reported a communication error and had to be restarted. Patient already under anesthesia, after 1st incision, delay to case was about 5 minutes, no patient impact.

Manufacturer narrative:
It was reported that an unexpected communication failure occurred during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation a communication error occurred due to a shared memory between mario and the controller in guidance, when launching cooperative mode, this is a known design defect. The requirement to escalated this design defect will be performed as per design defect management process and this occurrence will be monitored as part of the monthly complaint trending review. Corrected data: - date of this report, - date received by manufacturer, - if follow-up, what type, - device evaluated by manufacturer, - event problem and evaluation codes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A communication error occurred during surgery. The field service engineer had sent the arm to the trajectory and the surgeon moved it into place on the head. The surgeon drilled once with a small diameter drill bit, and then as he was switching out to a larger size drill bit and no one was moving or touching the arm, the robot reported a communication error and had to be restarted. Patient already under anesthesia, after 1st incision, delay to case was about 5 minutes, no patient impact.